Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that air bubbles were observed within the cartridge tubing. The customer¿s blood glucose was 225-240 mg/dl. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.